Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that after implanting an intraocular lens (iol) a scratch was found between the leading haptic and trailing haptic. He/she judged that there was no problem since a scratch was not seen when looking from the iris. The surgery was completed without product replacement. The iol remains implanted in the patient's eye. Additional information has been requested.